Manufacturer narrative:
The customer removed the debris and cleaned the tubing with soap and water prior to reinstallation. Following cleaning, the device successfully passed performance specification testing, including performance verification and internal leak testing, in accordance with philips standards. The ventilator was returned to service and is operating as intended. The investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened for further evaluation. Based on the information provided and service performed, it was confirmed that the unit did not meet product specifications at the time of the reported event. The presence of debris within the tubing was identified as the cause of the issue. A review of the risk management file was conducted, and this complaint was determined to be a reportable malfunction. Regulatory reporting has been completed in accordance with applicable requirements. The data entered in this complaint record will be used for product quality and safety improvements in accordance with post market surveillance and risk management processes. Root cause: contamination (debris/dried fluid) within the tubing leading to the internal leak orifice, resulting in performance deviation.

Event description:
Philips received a complaint from a customer regarding a v60 device that exhibited contamination during preventive maintenance. No patient involvement was reported at the time the issue was discovered. The biomed customer evaluated the device with assistance from the remote service engineer (rse) and confirmed the issue. The customer noted that debris, possibly dried fluid, was observed in the tubing leading to the internal leak orifice. The rse provided the part number for the tubing kit to the customer for repair. Resolution and final disposition are pending, and the investigation is ongoing.